Manufacturer narrative:
(B)(4).

Event description:
This system was explanted due to high dfts. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received and analyzed. The battery status was bos and six charging cycles were documented. The memory content of the ICD was inspected, confirming the clinical observation. The shock path was programmed to rv to can upon receipt. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device proved to be fully functional. There was no indication of a device malfunction. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.